Event description:
Report received from an abbott international affiliate which states, "clave soluset had a leaking problem. The solution was chemotherapy. When the chemotherapy medication was being administered push via the lower clave port, it leaked." Although requested, no additional information has become available.